Event description:
During an ercp procedure, the physician used a wilson-cook web ii memory double luman extraction basket. During system preparation, the basket extended from the outer sheath as expected. The extraction basket was advanced through the endoscope. When extension of the basket was attemtped, resistance was encountered. The user applied excessive pressure to the handle assembly. At this time, the inner drive wire punctured the outer sheath near the procimal end of the device. The user's hand was not injured. The pt did not experience an adverse event due to this occurrence.